Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter and the device was bloody. Tactile and microscopic inspection of the tip, distal shaft, collar and hypotube were performed and revealed partial separation at the collar, and a kink in the hypotube located 3 mm from the strain relief. The inner diameter (ID) of the tip was measured and found to meet guidezilla specifications. The collar ID couldn¿t be accurately measured due to the damage (separation). Functional testing could not be carried, due to the damage at the collar and inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-feb-2018. It was reported that the collar was kink and stent could not cross the guide catheter. The 20mmx3mm, 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 145 5-in-6 guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the collar was kinked and the stent could not cross the guidezilla. The procedure was completed with another of the same device and the stent was able to cross the new device successfully. No patient complications were reported and patient's status was stable following the procedure. However, device analysis revealed a partial separation at the collar.